Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 28, 2020.

Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
It was reported that the patient experienced no auditory sensation with device use resulting in an elective explant of the device on (B)(6) 2020. The patient was not re-implanted with a new device.